Manufacturer narrative:
The reporter returned one oral-b power oral care refill precision clean on 19-oct-2016. Product investigation is in progress.

Event description:
Just about choked [choking sensation]; toothbrush head got in throat [foreign body]; toothbrush head flew off while using it [device breakage]. Case description: a female consumer, age unspecified, reported via letter on 19-oct-2016 that while using an oral-b power rechargeable toothbrush handle professional care 1000 on an unspecified date, the oral-b power oral care refill precision clean flew off and just about choked her as it got in her throat. She reported she had used the oral-b electric toothbrush for many years without mishap, and her current toothbrush (pro care 1000) was about two years old. The consumer enclosed one oral-b power oral care refill precision clean and part of the packaging from the multi-pack in the letter. She stated that hopefully the rest are ok. The case outcome was recovered.